Manufacturer narrative:
A service engineer has been on site and completed the investigation. Troubleshooting showed that the reported pre-use check were performed after that. The reported ventilator is put back in service without remaining problems. The reported pressure transducer test failure is confirmed in received device logs. But since no part was replaced it is not possible to determine the root cause of the failure. (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).